Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no power to the device. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this control board. Philips cannot rule out a malfunction of the control pca at the time of the reported event. We are unable to determine the cause of the reported symptom as multiple parts were replaced. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.